Event description:
User adam penn discovered the alleged malfunction when he was demonstrating during a training session on (B)(6). When he pressed the white AED power button as well as pulled red tab - there was no reaction from the the AED. He charged the AED overnight - and was still experiencing the same non response from the AED. Over the phone - I had adam plug the AED in and prompt a status check - there was no reaction from the AED. The light was not displaying flashing or color of any kind.

Event description:
The user discovered the alleged malfunction when he was demonstrating during a training session on 6/21. There was no reaction from the AED when he pressed the white AED power button as well as pulled red tab - there was no reaction from the the AED. He charged the AED overnight - and was still experiencing the same non response from the AED. Over the phone - I had adam plug the AED in and prompt a status check - there was no reaction from the AED. The light was not displaying flashing or color of any kind.

Manufacturer narrative:
During device set-up, the user noticed the AED power button did not react when prompting a status check. The device remained unresponsive after troubleshooting with the device unplugged and no indicator light was present on the device. Logs show the AED had sufficient battery on AED was showing adequate battery power in real connect. When plugged into power: the buttons on top of AED were responsive to presses and the indicator light was blinking red. Additionally, the device audio was scratchy when power button was pressed.